Event description:
Surgeon's office that one of their pts experienced an abscess formation of the chest wall one month out from sternal fixation. Plates currently remain in the pt. Pt is currently being treated with antibiotics. This report is #1 of 2 for this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.